Event description:
A customer reported experiencing a past high blood glucose event, with the specific level displaying "high," but no numeric value provided. Cause was not known. To address the issue, the customer manually injected insulin and changed the infusion site multiple times. Despite encountering frequent high blood glucose levels, the customer declined additional assistance but requested and was sent replacements due to changing the site three times.